Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; expiration date - unknown due to unknown lot number; UDI - unknown due to unknown lot number; implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal device anchor did not deploy correctly when deployed into the artery. Manual compression was applied to achieve hemostasis. The patient was reported to be fine and in stable condition. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in concomitant medical products, device evaluated by MFR, device manufacture date, and to provide the completed investigation. A review of the device history record of the product code/lot# combination was conducted with no findings. One 6 fr angio-seal vip was returned for evaluation. The hubs of hemostasis sheath and carrier tube assembly were returned along with the plastic pouch. No other accessories were not returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position. The colored bands on the deployment sleeve were completely exposed. The hemostasis sheath appeared to be cut manually. Microscopic analysis revealed that the damage was observed along the length of the hemostasis sheath. No functional testing of the product was possible since the collagen was deformed in its dried state covered with blood like substance. The hub cap of the carrier tube hub was separated to inspect the suture spool within. The clear heat shrink tube was being cut through into half pieces. All turns of the suture were housed within the spool. The suture end was slightly tugged and the suture unwound without any anomalies. There were no obstructions to the path of the unraveling suture. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the device had all turns of suture within the spool which suggested that anchor was unable to be posted. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on december 6, 2018. The type of procedure being performed was an arteriogram. The foot plate did not deploy to expose the string. A 6fr procedural sheath was used prior to use of the angio-seal. A pre-deployment angiogram was performed. When withdrawing, the product came out of the patient. There was minimal loss of blood.